Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-20484, related manufacturer's reference number: 2017865-2021-20486. It was reported the patient presented in the hospital. Upon observation, the patient had an infection and pocket erosion. No explant procedure was performed. The patient was in stable condition.